Event description:
Report received via 3rd party lawsuit alleged dialysis machines at hospital were defective and malfunctioned exposing plaintiff to possible risk of contamination by blood of known hiv/hepatitis c & b pts. Plaintiff alleges severe mental anguish and emotional pain and suffering as a result of possible contamination.